Manufacturer narrative:
Patient identifier: (B)(6). PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -9.5/5.5/91 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) in (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault with rotation. This exchanged resolved the problem. Cause of event was reported as unknown.